Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right-unknown saline breast implants. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent an unknown procedure with unknown saline breast implants which the left side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: left- catalog number 3502650, lot number 7389330, serial number (B)(4), and right with catalog number 3502650, lot number 7389330, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the posterior view. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.4 cm discovered at the end of the siltex cracking. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).